Event description:
Per the clinic, the patient removed the dressing from the incision site after implantation causing the site to become infected. The patient was hospitalized (date not reported) and treated with antibiotics (type not reported). The patient was released from the hospital and has had no further complications and is doing well.

Event description:
It was reported that during a hand-assisted colectomy procedure, the device was fired at the distal end of the colon when the staples in the middle of the staple line did not form all the way. One leg on a few staples did not form. A leak test was performed and did not show a leak. The surgeon over sewed the staple line. Suture was used to complete the procedure. The patient is still on the table and no adverse consequences reported. Additional information received on 6/1/2010: surgeon indicated that the malformed staples were present at the crotch of the stapler and center of the staple line. The staples were more on the right side when looking down on the anvil.

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with another device on (B) (6), 2010.(B) (4).

Manufacturer narrative:
Implanted device remains.